Manufacturer narrative:
The insulin pump had button error alarm and no button response due to moisture damage keypad trace. Minor scratched display window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip and missing endcap sticker. It was unable to performed the displacement test due to keypad anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm while asleep. Customer's blood glucose was 335 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.